Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post-paced t-wave over sensing on the ventricular lead was observed on a real time egm. The patient was asymptomatic. Programming changes were made. No further information is available.